Event description:
It was reported this balloon ruptured on the second inflation, exceeding the rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon catheter through the introducer sheath resistance was encountered. Continual exertion against resistance resulted on the balloon detaching and remaining in the introducer sheath the introducer sheath and detached balloon segment were removed as a unit without pt complications. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. F/u revealed resistance was encountered during withdrawal of the device through the introducer sheath. It was also indicated this device was inflated beyond its rated burst pressure. Co believes the above factors contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."